Event description:
The patient reported to philips that while using the dreamstation 2 unit stopped pushing out prescription, noticed hot electrical smell. The smoke is populated from between the main chassis and the humidifier chamber. Patient leaned over and the screen stated unplug device and plug it back in if issue still continues. Patient stated he checked the device, plug, and all other device parts and all was visually fine. Plugged device back in and the device service required if issue continue. Patient unplugged the device and tried to sleep without it. The device was returned to the manufacturer's product investigation laboratory for evaluation. The technician did investigation of the unit evidence of liquid ingress/contamination, failed therapy pca (blower driver fet's. Shorted to ground.) Multiple faults/failures in the returned materials (base unit only.) The technician performed an external and internal inspection of the device and observed the following: 1. Review of the complaint records and legal preservation list (if required within scope of uno):ds2 not applicable or no entry as of today. 2. Visual inspection: external: unremarkable. Internal: therapy pca motor driver fet (q3,) shorted to ground and evidence of thermal damage is confirmed. This failure mode/fault is due to water ingress (see uploaded photo addendum.) 3. Performance testing/verification of complaint: (completed ds2 service diagnostics and test tools,) confirms evidence of fault/failure is found associated to this allegation. (See uploaded photo addendum and other attachments in the ra for data sets/values/patient use logs/hardware error logs and actual findings.) 4. Review of secondary findings: water ingress caused short to ground on therapy pca motor driver fet's and touchscreen drivers. 5. Review of the unit hardware logs: unit produced the following error codes: (qty x 10,) error- 84 err_fsens_unable_to_obtain_bus error-83 err_flow_sensor_stop error-303 err_touch_sensor_coms (all rooted in (B)(4)). 6. Review of logged unit hours: machine hours: 135.4 7. Review of care orchestrator: compliance summary: missing data/cleared data due to failed therapy pca. Testing and tools utilized: fluke 87 dmm: f5848 calibration: 23february2024 ri digital manometer: f3017 calibration: 29december2023 tsi 4000: f3850 calibration: 02march2024 fluke esa 609: f8672 calibration: 07april2023.